Manufacturer narrative:
A titan touch pump and two cylinders were received for analysis. Microscopic evaluation revealed surface abrasion on all pump tubing, indicating repetitive contact between surfaces. Testing revealed no functional abnormalities with the pump. No functional abnormalities were noted with cylinder 1 or cylinder 2. Because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Event date: (B)(6) 2020. Date of implant: (B)(6) 2019.

Event description:
According to the available information, the patient was not able to pump the device; there was no pressure. When exposing a high force, a "snap" occurs, after which the device would then work. Once the "snap" occurs, the device inflates and deflates correctly. The physician stated that the patient was discharged and started cycling the implant the first week of january. The patient has been reporting difficulties activating the device from the beginning. The patient would regularly contact the physician to "reactivate" the pump (approximately 30 times) when the pump would be a "blocked/hard pump." The physician administered a daily cycling of the device for at least 10 minutes. The pump kept getting harder and the pressure to activate the pump was ever increasing. The pump "crashed" and the physician had to operate on the patient again.